Event description:
The customer's mother called to report that the insulin pump alarmed while they supposed to change his infusion set. Troubleshooting was performed, and the drive support cap was loose. Advised the customer's mother that the pump would be replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump received with cracked case at display window corners, scratched display window, missing end cap sticker and broken belt clip slot.